Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Update per additional information: case/patient 3 details: according to the reporter: after use of the device for a bilateral breast reduction, it was noticed at the point of post op check-up around a week later that the wound site had opened and the suture had broken requiring resuturing of the application site with a competitor product. The patient has since healed on time. The exact date is unknown however the event took place sometime between 12/01/2015 and 02/26/2016.